Event description:
Routine angiogram revealed the graft to the pda had a critical stenosis 0.5 mm distal to the connector. The second graft to the om was reported to be "fine". The stenosed graft was stented following angioplasty (ptca) and both connectors remain implanted. The connectors were implanted during an on-pump procedure and no additional info was received, including the pt's current health status.